Event description:
It was reported that "on removing the arterial line noticed straight away there was no white plastic catheter, and this had snapped off the red part of arterial line. Only around 1mm of white catheter left when removed and this part looked noticeably kinked". The patient was taken to the operating theatre, where the arterial line was located and successfully removed. The patient had no health consequences.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on removing the arterial line noticed straight away there was no white plastic catheter, and this had snapped off the red part of arterial line. Only around 1 mm of white catheter left when removed and this part looked noticeably kinked". The patient was taken to the operating theatre, where the arterial line was located and successfully removed. The patient had no health consequences.